Event description:
It is reported that, the hip stem was implanted in 2006, through a mini-posterior approach using a .5mm under reaming technique. Patient dislocated while sailing within a few weeks after the procedure. It was observed that the stem had subsided by 8mm. Revision surgery was required during which the femoral head was revised to a longer head. Date of explant is unk.